Manufacturer narrative:
Beckman coulter field service engineer was dispatched and evaluated the device. The fse replaced worn r1 syringe, part number zm011200, which resolved the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer stated the au5800 clinical chemistry analyzer generated multiple dau (drugs of abuse) low patient sample results for benzodiazepine (benzo), fentanyl and mdma (methylenedioxymethamphetamine). The results were not released from the laboratory. There was no change in patient treatment in association with this event.